Event description:
During an implant procedure, a physician found impedance measurements to be greater then 10,000 ohms using an external nerve stimulator device. The patient did not feel any stimulation. The physician tried to reconnect the lead to the temporary extension several times. In addition, the physician tried to perform temporary stimulation using their screening device (model 3625). Regarding both types of attempts noted, the patient still was unable to feel any paresthesia. It was indicated that the leads were initially implanted without difficulty. An alternate new lead was implanted, and the first impedance measurements resulted in being greater than 10,000 ohms also. However, after reconnecting the lead again, the patient started to feel stimulation and all impedance measurement became normal. The patient was noted to have "ok" without any injury. Additional information will be provided in a follow-up, as it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.